Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no response, including initial reporter occupation, received from the customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since there was no irregularity in the device at the time of shipping, it is inferred that no image appeared due to the cable unit failure caused by user¿s handling. The instructions for use includes the following statements that can prevent the cable issue from happening: precautions ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. ¿ do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ¿ be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.

Manufacturer narrative:
Additional information is not yet available from the customer. The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty cable unit. The user¿s complaint of the error message e301 was not duplicated. Additionally, the rear cover label was fading. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned by the customer to the service center for an image issue with error code e301 during reprocessing. There is no patient involvement. During repair inspection, it was noted that the device yielded no image due to faulty cable unit. This medwatch is being submitted for the reportable issue of no image yielded by the device.